Event description:
It was reported that an infusor's reservoir ruptured in a non-footed position during infusion. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified a ruptured bladder in a non-footing position, confirming the reported condition. Microscopic evaluation identified markings on the exterior surface of the bladder, near the rupture line. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.